Event description:
A driver sprint rx coronary stent system, length 18mm, diameter 2.5mm, was intended to treat a lesion in a pt. It was reported that the device could not be advanced to the lesion site in the proximal circumflex artery. The lesion was reported to be non-tortuous with no calcification. Another driver sprint rx of the same size was used to treat the lesion. No pt injury occurred and no clinical sequelae have been reported. The stent delivery system was returned to medtronic for evaluation. The stent was not on the balloon and was not returned. The balloon had not been inflated. There was clear evidence of crimp/bake impressions on the balloon working length. It is unk if the stent dislodged during the procedure.

Manufacturer narrative:
(B)(4). Results: dislodgement. Other (root cause of dislodgement unk).